Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the date of the surgery was (B)(6)2018. The device appeared functioning normal. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving baclofen, 500 mcg/ml concentration at 119.97 mcg/day dose via intrathecal drug delivery pump for intractable spasticity. It was reported that they were in a case today to confirm the function of the catheter because patient was acting as if the therapy was interrupted. They had been increasing patient's oral dose. They performed a dye study and everything was normal. They did a refill and the expected and actual volumes in the reservoir matched. The hcp thought the patient just needed a dose increase. No further complications were reported. Additional information was received from a manufacturer representative (rep). It was reported that as far as the rep knew the surgery that took place fixed her issue. The rep had no information and had not been made aware otherwise. No further complications were reported.